Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. On 29-may-2024, it was reported by the patient that he was hospitalized for overnight due to hyperglycemia. High blood glucose level was 17 mmol/l and was treated by manual injection and insulin pen. No further information was available.